Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device was unremarkable. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified detailed analysis of the device hybrid was undertaken. During probing of the hybrid, the high current condition disappeared upon installation of a replacement capacitor. The original capacitor was polished on both sides down to the active region and no cracks were found. The active region was polished away in steps and inspected for cracks or other anomalies. Approximately half way through an anomalous thick plate was noted on the bottom plate with cracks observed at each end. It was determined that the similar erratic current leakage on the capacitor in both the forward and reverse bias was consistent with a crack in the dielectric. Analysis confirmed the device experienced premature battery depletion resulting from the identified high current drain.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited a magnet rate of 90 ppm and indicated 5 months remaining longevity at follow-up approximately 7 months post-implant. Premature battery depletion was suspected and a revision procedure scheduled to replace the device. No adverse patient effects were reported. This pacemaker remains in service at this time.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
This device was subsequently explanted. No adverse patient effects were reported.